Event description:
It was reported that the bur broke off in the attachment. It was further reported that the bur broke at the shaft. Another bur was available to complete the surgery successfully. There was a few minutes delay to get another attachment. There were no adverse consequences as a result of this event.

Manufacturer narrative:
This report had been originally prepared as an asr report. However as advised by the MDR policy branch (29oct14) unknown device ID's can no longer be listed in asr report submissions and it has been advised to submit this report as a 3500a MDR report. This report is therefore being submitted more than 30 days from the awareness date.